Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 21-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported patient was having issues with their stimulation. Caller stated the patient slipped and hit their back on a railroad tie and that's when the stimulation stopped working. Caller noted the device was responding through the tests but the healthcare provider (hcp) said the leads moved a little bit but not enough to make a difference. Patient met with a manufacturer representative (rep) a couple times for reprogramming but the representatives were not able to get the patient readjusted to where they could program for pain relief. The practice closed and caller needed a surgeon to remove the implant. The patient was redirected to their healthcare provider to further address the issue. Agent emailed caller physician listings.